Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure the preloaded lens would not deploy from the delivery system. No patient harm was reported. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the device with the lens was returned in the opened blister tray inside the opened carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was fully advanced and has overrode the lens. The lens was located between the loading area and the nozzle entry area. The trailing haptic was folded onto the optic along the left side of the plunger. The leading haptic was extended along the right side of the plunger. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation, indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause cannot be determined, for the reported event. A plunger override was observed, which has resulted in the reported complaint. A qualified viscoelastic was indicated. The manufacturer internal reference number is: (B)(4).